Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a faulty patient board set (circuit board/printed circuit board), and the event "power switch is broken" was confirmed but could not identify the cause of defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluate the device. The complaint was confirmed and the printed circuit board and power switch were replaced. The device then functioned as intended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the video system center had no image. The issue occurred with olympus 180 series scopes. When the scope cable was connected, the socket was defective. There was no damage to the pigtails cable. There was no reported patient harm or impact due to this event.